Manufacturer narrative:
Part number is unknown. The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported the unit was "losing pressure causing the driver to stop"; evaluated the vent and ran the vent down in his shop without ever running into any issues. The pressure held the vent was placed into service, but then failed again today. The unit lost pressure again for "no reason" causing the driver to stop. Carefusion technical support specialist explained that the driver will stop if there is a loss in pressure. Patient involvement is unknown.